Event description:
It was reported to philips that the system did not start up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) connected remotely and confirmed the reported problem. A philips field service engineer (fse) visited onsite and confirmed that the geo pc was defective and caused a short circuit, resulting a trip in the breaker. The fse replaced the geo-pc to resolve the issue. After the replacement, the system was returned to use in good working condition and ready for clinical use. The geo-pc was returned for failure analysis. The functional testing was performed, and it was identified that the geo pc was nonfunctional. The codes were updated based on the investigation outcome.